Event description:
In 2006, the pt received three gore viabahn devices for the treatment of a sfa occlusion. Following the initial release of the pt, the pt continued to have claudication following minimal activity. The pt was dissatisfied with the results of the procedure and sought add'l treatment by another physician. Upon eval by a different physician, it was determined the viabahn devices had occluded and re-stenting was not an option. One month later, the physician performed a femorpopliteal bypass using a gore vascular graft.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Add'l devices were identified in the initial procedure. The add'l devices include: vbb061002 - lot # 04312846. Vbb060502 - lot # 04178547.